Manufacturer narrative:
(B)(4).

Event description:
The customer reported that their vela ventilator displayed an unresolved "xdcr fault and vent inop" alarms. The customer reported that there was no patient involvement.

Manufacturer narrative:
The vyaire failure analysis lab received the suspect vela main pcba and performed a failure investigation. The reported issue was duplicated and confirmed in the laboratory setting. The root cause of the reported issue was found to be solenoid failure. Transducer was calibrated and the machine met specifications.